Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/13/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed on the harvesting device. Product information was also observed in a photograph. There were no visual defects observed on the gray intact silicone insulation on both the hot and cold jaws. The heater wire was observed to slightly raised in the center of the hot jaw. No other visual defects were observed. An investigation was conducted on 05/16/2024. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and no evidence of blood was observed. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact c-ring or the intact cannula. There were no visual defects observed on the intact gray silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the photographic evaluation as well as the condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000367852 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hempro vh-3500 had a loose piece in the jaws when the device was opened right out of the box. A new device was opened to complete the case. There was no procedural delay. There was no patient involvement. Photo provided by complainant shows the metal wire partially detached from the jaws without evidence of use.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.